Manufacturer narrative:
The subject device was returned to the olympus local service department. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Approximately 7 years and 4 months have passed since the device was manufactured. Omsc surmised that the reported phenomenon occurred since the motherboard of the subject device was broken due to aging degradation.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the olympus local service department, it was found that when no gas was supplied from the co2 cylinder or the gas pressure was lower than the standard value, the subject device did not stop working and the yellow led at the lowest position of the bar graph for supply pressure did not light up due to the failure of the motherboard. Other detailed information was not provided. There was no report of patient injury associated with the event. This device is an olympus asset.